Event description:
It was reported that the subject device exhibited a flickering image and a loose wire. The issue occurred during the setup of the device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: misalignment of adapter and deposit on cover unit. A root cause could not be identified. Based on the results of the investigation, the malfunction reported by the costumer, the displayed image is flickering, and loose wire are due to cable unit was worn out however, the most probable cause of the additional malfunction identified during investigation traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.